Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "right breast is quite encapsulated. Patient additionally reported right side capsular contracture, baker grade unknown. Device has been explanted and replaced.

Event description:
Patient reported "right breast is quite encapsulated." Patient additionally reported "right breast being hard and with discomfort." Medical reported stated ¿mild chronic inflammation compatible with implant capsule.¿ the device has been explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6, h10 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "right breast is quite encapsulated." Patient additionally reported "right breast being hard and with discomfort." Medical report stated ¿mild chronic inflammation compatible with implant capsule.¿ healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Un-reporting the codes b01, and c0601 as device was not received. Only device photos were received. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: observed creases on the surface of the device. Observed deformation on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "right breast is quite encapsulated." Patient additionally reported "right breast being hard and with discomfort." Medical reported stated ¿mild chronic inflammation compatible with implant capsule.¿ the device has been explanted and replaced with a new implant. This record relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Inflammation/irritation: unable to observe as it is not related to the device. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported "right breast is quite encapsulated." Patient additionally reported "right breast being hard and with discomfort." Medical report stated ¿mild chronic inflammation compatible with implant capsule.¿ healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced with non-allergan device.